Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) revised as the reservoir herniated out of the space of retzius. The conceal reservoir was reposition. The patient was doing well with no further complications.